Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted . No issues were noted with the profile of the device. During analysis it was possible to retract the outer sheath and deploy the stent without any issue. It was noted however, that the distal stent wires were uncrossed and damaged. No issues were noted with the inner lumen. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications.

Event description:
This complaint is now reportable based on the analysis completed in early 2009. It was reported that during a biliary stenting treatment procedure, the stent would not deploy. A wallstent biliary stent w/unistep plus stent had been advanced to treat a ductus choleducus lesion in the right position of the bile duct but the device would not deploy. There were no pt complications reported with the pt's current condition listed as "ok". The returned product revealed the stent was damaged.